Manufacturer narrative:
Device is combination product.

Event description:
It was reported a dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 38 x 2.5 mm, concentric, de novo target lesion was located in the mildly calcified left anterior descending (lad) artery. Following predilatation, a 38 x 2.5 promus elite drug-eluting stent a proximal edge was advanced. Significant resistance was encountered and post deployment, a proximal edge dissection was noticed. A 24 x 2.5mm promus elite stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable.